Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged that day the patient experienced a blood glucose of over 600mg/dl, with vomiting, and nausea, associated with an alleged site/set/cart issue. Reportedly, the patient remained on the pump and received treatment of insulin via injection and intravenous fluids from their healthcare provider in the emergency room. During troubleshooting with customer technical support, it was revealed air bubbles were not removed from the cartridge prior to use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.